Event description:
Customer reported the insulin pump alarmed during the manual prime. Customer stated that she is unable to exit the preparing to prime loop and insulin continues to drip after motor stops during manual prime. Customer reported the drive support cap on the insulin pump is recessed. High blood glucose of 476 mg/dl customer stated will be triting with insulin manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.